Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted (B)(6) 2014, c4tr01 ipg, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a potential performance issue and the right atrial lead was non-functional. Follow-up with the physician's office was attempted however no clarifying information could be obtained. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.